Event description:
The customer stated that the device works with a charged battery. The device not function on ac power. The ac led is not glowing and there are no error message. No pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.